Event description:
Patient representative reported that patient experienced "mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, and physical pain. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life; and other physical and emotional manifestations that are severe and ongoing. Patient has not been diagnosed with bia-alcl." The reported "scarring and disfigurement" has been deemed not related to the device. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma, late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seromas.